Manufacturer narrative:
Follow-up # 1 date of submission 06/12/2014 - device evaluation: the pump has been returned and evaluated by product analysis on 06/05/2014 with the following findings: a review of the pump¿s black box showed loss of prime warnings following an empty cartridge alarm was recorded and showed that the user did not prime within three minutes after receiving an empty cartridge alarm. No loss of primes occurred during testing. The force sensor calibration was found to be within specifications. The loss of prime issue was not duplicated during investigation. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the distributor contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).